Manufacturer narrative:
(B)(4) date sent to the FDA: 08/28/2015 (B)(4) conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that they underwent ventral hernia repair and diastasis muscle repair in (B)(6) 2014 and mesh was implanted. Following the procedure, the patient developed seroma and has experienced chronic pain in the abdomen and pelvis. The patient reports they have been draining the seroma and the patient has been prescribed pain pills for the pain. Additional information has been requested.